Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was not hospitalized prior to death. The cause of death was respiratory failure. The patient was performing pd therapy on the homechoice at the time of death. An autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). As the product code and serial number were unknown until after the device had been serviced, a complete device analysis could not be completed to investigate the reported death. However, a review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. It was noted that the device passed previous testing. The device was found to meet functional and electrical performance specification requirements before being routed to service. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the patient passing away. Review of the device logs did not verify the reported problem of patient symptom - other (passed away). There were no keystrokes, no device failure, malfunction, programming, use related or iipv events that would indicate and/or contribute to the reported problem. Should additional relevant information become available, a follow-up report will be submitted.